Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the shorter secondary filter feet caused the filter to tilt during placement. Another filter was successfully placed in a straight position without any reported harm to the patient. The femoral and jugular introducers were returned with the coaxial introducer system and the celect-pt filter. The components were all found according to specifications, but on the filter two pairs of secondary legs were crossed. However, the legs could easily be repositioned and after placing them in their original position the filter was found according to specifications. The safety button was pressed on the femoral introducer, thus assuming the filter was placed from femoral approach: however, no imaging was obtained and based on the investigation findings and the very limited information provided the exact reason for the filter to tilt during placement cannot be determined. Filter tilt has been reported. Potential causes may include filter placement in ivc¿s with diameters smaller or larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref (B)(4). G4) similar to device under PMA/510(k) k211875 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according initial reporter: during the procedure of ivc filter, shorter filter feet causing the filter to tilt on one side (may be due to improper alignment) used another celect ivc filter and it was perfect straight position.